Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the memory logs. The se replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, while in use on a patient, an 840 ventilator was giving low oxygen (o2) readings. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.